Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. Customer also stated that there was a seal and a clear plastic piece around the reservoir that fell off. Blood glucose level at the time of the incident was 80 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.